Event description:
It was reported that the pulse generator exhibited a lead impedance measurement anomaly. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.